Manufacturer narrative:
The device is expected to be returned to the service center. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device powered off by itself without sounding an audible alarm tone. There were no reports of any adverse pt events or delays in critical therapies while the device/pump was in clinical use. Though requested, no additional info was provided.